Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft3 iii results for one patient tested on a cobas e411 rack. The patient's initial ft3 result was ">32.55" pg/ml, and was reported outside the laboratory to a physician. The customer performed repeat testing for confirmation. The patient's repeat result was 3.08 pg/ml. The customer determined the repeat result was correct based on the patient's previous ft3 measurement results. The ft3 reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
Qc results were acceptable. The field service representative (fsr) noted bubbles when replacing the procell bottle which could affect the dispensing function. No further information was provided by the customer for investigation. The cause of the event could not be determined.